Event description:
It was reported that a system error (se) 2240 (air in tubing) alarm occurred on the homechoice (hc) during dwell 3 of 4 with the home patient (hp) connected. One of the supply bags had fallen and had disconnected. The baxter technical service representative (tsr) helped the hp to clear the alarm by turning the hc off and on and the hp would finish with manual bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4).